Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and attributed the issue to sample probe misalignment. The fse realigned the sample probe to resolve the issue. No hardware parts were replaced. There is no evidence of a system malfunction. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and suspects that the issue is related to the z-position alignments of the automation system. The failure mode could not be determined, and the investigation is in process. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.